Event description:
On 25 may 2026, senseonics was made aware of an incident where user received a glucose suspend alert which resulted in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.